Event description:
Information was received indicating that a smiths cadd solis vip ambulatory infusion pump displayed an error that the cassette is not attached. There was no injury or adverse events reported.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis in good condition. The device's history showed a "cassette not attached properly" alarm. The customer's stated problem was verified. Inspected the pump and attached cassette onto the device it alarming "cassette not attached properly". Further investigation of the pump and determined that fluid ingression was the cause of the issue. The downstream occlusion sensor will be replaced to resolve the issue.